Event description:
It was reported that the unit turns on/off by itself sporadically. No add'l details were provided. It is unk by the customer if there was any pt involvement, adverse consequences, medical intervention or delay related to this event.

Manufacturer narrative:
The device was received by the MFR for eval and the complaint was confirmed. Upon disassembly and visual eval the contact pins were damaged. Damaged contact pins cause a biased current reading in the power console and will make the handpiece run without activating the handswitch.